Event description:
Our affiliate is reporting that during a shoulder repair, a portion of the distal end of 2 bloknotless anchor inserters broke off into the patient's joint space. The fragments were retrieved and the case was concluded successfully without further incident or harm to the patient. [Associated with MDR 1221934-2007-00238].

Manufacturer narrative:
Nothing is being returned to mitek for evaluation, device discarded by the user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. Although the complaint device is not being returned for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Outside of this hypothesis, we cannot discern a root cause for the reported failure. At this point in time no further action is warranted.